Event description:
It was reported that the patient was struggling to get the male external catheter off and stated there was a fault with the sheaths. It was also stated that the user had the same issue with the same product and lot number with 2 different customers.

Manufacturer narrative:
The reported event was unconfirmed, as the product meet the specifications. Visual evaluation noted 4 unopened hydrocolloid adhesive sheath male external catheters were received. No obvious defects were noted. The samples were cut to the required width (0.70"+/- 0.05"). The adhesive peel strength was found to be within the specification (0.60-2.10lbf). The product was not used for diagnosis or treatment. It was determined that the product had no relationship with the event due to the investigation being unconfirmed through the sample evaluation. The product had met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was struggling to get the male external catheter off and stated that there was a fault with the sheaths. Stated that the user had the same issue with the same product and lot number with 2 different customers.